Manufacturer narrative:
Customer is claiming false positive because their "eldest" tested positive for flu b then negative at the doctor over the summer.recently the "eldest" tested positive for both flu a and flu b while everyone else in the family only tests positive for flu a. (Did not mention doctor visit for this second positive). Doctor's test was not specified, the test results of ihealth covid-19/flu a&b rapid test for flu b vs. FDA-cleared molecular test. No purchased information provided, unable to determine if the product used by the customer is an authentic product, and no lot number was provided, unable to effectively verify and confirm customer feedback.

Event description:
Event details: we have been using your products for some time now. More recently, over the summer, our eldest came back positive for flu b. Interestingly, everyone else in the house had covid. After 2 weeks, everyone tested negative for covid, but my eldest continued to test positive for flu b. We took him into the drs, flu test came back negative. We stopped testing. This past week, he caught a miserable cold. He tested positive for flu a and flu b. 3 days later, everyone else in our household is sick. But we are only coming back positive for flu a. We have tested at least 3 times. Each time, the same results - my eldest is testing positive for flu b and flu a but the rest of us only flu a. My question- is there anything else that could trigger your test to return positive for flu b that's not flu b?